Manufacturer narrative:
The product assessment center (pac) technician evaluated the device and was able to verify the reported issue. It was found that the white energy capacitor wire was disconnected from the j18 spade connector, which was the cause of the reported issue. The customer received a replacement device and the customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device will not deliver defibrillation energy. There was no patient use associated with the reported event.